Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was having some problems and that they were having a sudden return of target urinary retention symptoms. Patient stated that it was not as bad during the day, but they had a terrible time at night. Patient experienced a lot of pressure and had trouble starting sometimes. Patient suddenly felt very uncomfortable while in a car returning from vacation and mentioned that they were a very anxious person. Patient tried lowering the stimulation level and called their doctor, who told them to change to another program. Patient's stimulation was on program 2 at 0.2v and elected to change to program 3 and increased to 0.8v. Patient felt stimulation in the target area comfortably. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had no idea what let to the sudden return of retention symptoms. The patient stated that the retention resolved. The patient noted that after reclining at night when she would get up during the evening/early mornings she would turn on the cold water faucet and touch her stomach with the water to get her started and keep her going. There were no symptoms or complications reported or anticipated.